Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest. No drive count or time values or changes incorrect for moving or coasting. Too slow or too fast or interrupt source error noted. However, device alarmed no motor movement during rewind due to corroded motor home switch. Device received with corroded electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a multiple pump error alarm. The blood glucose level was unknown. The customer was unable to rewind the insulin pump. The troubleshooting was not performed. The insulin pump will not be returned for analysis.